Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt stated that it is not the pump that is bad it is the pouches, she used an old pouch and the pouch worked fine but the new cs she received is bad and not abler to suction the urine. Unclear if medical intervention was provided. No additional information provided. Per customer via email on 09apr2026, there was impact to the patient. Patient got a urinary tract infection because of nightly leaking from the faulty wicks and is now being hospitalized due to said infection. There are unused wicks available but not used ones. Before any other changes were made to system, wicks from a different lot were used which resolved the leaking.

Event description:
Pt stated that it is not the pump that is bad it is the pouches, she used an old pouch and the pouch worked fine but the new cs she received is bad and not abler to suction the urine. Unclear if medical intervention was provided. No additional information provided. Per customer via email on 09apr2026, there was impact to the patient. Patient got a urinary tract infection because of nightly leaking from the faulty wicks and is now being hospitalized due to said infection. There are unused wicks available but not used ones. Before any other changes were made to system, wicks from a different lot were used which resolved the leaking.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Pt stated that it is not the pump that is bad it is the pouches, she used an old pouch and the pouch worked fine but the new cs she received is bad and not abler to suction the urine. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.